Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a hole in the insulation on the distal end of the device.

Manufacturer narrative:
Alleged failure: observes the presence of a hole on the side of the distal metal part of the electrode the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the polyimide's pin became exposed and indirect contact (sparks) with the hood during use, creating a short circuit between the active pin and the hood disabling the unit to continue operation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a hole in the insulation on the distal end of the device.